Manufacturer narrative:
The disposable pressure transducer (dpt) was received by our product evaluation laboratory for a full examination. The report of incorrect values was not able to be confirmed. Dpt zeroed and sensed pressure accurately on pressure monitor. Pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input impedance and output impedance were within specifications. Zero-offset also met specification. No visible defect was found from dpt cable connector.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The manufacturing records are being reviewed for the lot involved. Patient demographics were unable to be obtained. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with this disposable pressure transducer (dpt) , the pressure values were inaccurate. To solve the problem the device was replaced with a new unit. There is no allegation of patient injury. The device was available for evaluation. Patient demographics were not available.

Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The reported malfunction could not be confirmed, however, it was verified that there are manufacturing controls to avoid potential causes related to the reported malfunction.